Event description:
It was reported that the cross arm brake on the 9800 system would not hold and there was a low kv error message. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced and the display adaptor connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.